Event description:
The customer reported that while the unit was in use on a pt, the reference line was not reading correctly (displayed at half scale). Therapy was continued on the pt. No pt injury was reported.